Manufacturer narrative:
Due to the unresponsive hand control commands, user facility personnel utilized the table's auxiliary control system to disengage the floor locks and the table was removed from service. The operator manual states (pp. 4-9), "the cmax surgical table is equipped with an auxiliary control system. This system can be actuated at any time and will allow table operation in the event of primary control malfunction." A steris service technician arrived onsite to inspect the surgical table. The technician was able to duplicate the reported event and commanded the table's floor locks to unlock via the hand control, however the table would not respond. The technician inspected the surgical table and found the p2 and d1 pressure switches required replacement resulting in the reported condition. The steris service technician repaired the surgical table and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that the surgical table would not respond to hand control commands during the start of a patient procedure. The patient was transferred to another table and the procedure completed successfully. No report of injury, procedure delay or cancellation.